Event description:
On (B)(6) 2012, the patient claimed that she had a hypoglycemic episode and received medical intervention. The event occurred on (B)(6) 2012. She claimed she did not know what the exact blood glucose result was but she was hospitalized and treated with IV d50 after she became unresponsive. During troubleshooting, the animas representative assessed the patient's alleged elevated blood glucose by evaluating the animas pump. The advance features and the basal segment are correctly programmed according to the patient's usage. There was no indication the patient received excess or unintended insulin. The animas representative concluded there was no pump malfunction associated with the alleged event. This complaint is being reported because, the patient allegedly received medical intervention for hypoglycemia while on insulin pump therapy.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4): the device was returned to animas and evaluated by product analysis on (B)(4) 2013 with the following results: the pump information for the complaint date has been overwritten. Review of the available black box and alarm history shows no errors or alarms related to the complaint. The total daily insulin deliveries add up correctly and reflect the user's programmed basal rates. The pump completed and passed a 29 hour flow accuracy test; and it was found to be delivering within the required specification. A force sensor calibration test showed the pump is not detecting the correct force at 5 lbs. The force sensor resistance was found to be in specification.